Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via the healthcare professional (hcp) regarding a radio frequency ablation (rfa) system. The rep is in the middle of a case and they are getting code f07. The grounding pad is securely in the left flank and has good contact. The rep confirmed that they followed proper troubleshooting guidance and rebooted the system prior to calling technical services. They only get the f07 code when they activate motor or sensory testing. The rep confirmed that every probe is connected and within temperature. Technical services reviewed retrieving a second grounding pad to see if that resolves the code. The managing physician indicated that it did not resolve the code. The hcp¿s major complaint is that there is no way of knowing the system is going to fall until they are in the middle of the case and that is a risk to the patient. Technical services transferred the rep to have the system replaced. The caller confirmed that the patient is getting taken out of the operating room (or) and they plan to reschedule the procedure. The symptoms reported were patient discomfort. The RMA number is (B)(4). No further complications were reported/are anticipated.

Manufacturer narrative:
Analysis found no device problem. If information is provided in the future, a supplemental report will be issued.